Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor cable. System operates as intended.

Event description:
Customer reported the system intermittently shuts down or crashes. No pt injury was reported.